Event description:
The fse reported that system had a precharge voltage error. This error will likely prevent the system from booting, which would result in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The system battery was evaluated and replaced. The system was tested and found to be working as intended and returned to service.